Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 690 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the hcp did an x-ray which showed that the catheter was out of the intrathecal space. She also mentioned that she got back more medication than expected at the last refill. They expected 4ml and got back 9ml. She mentioned the patient continued to have increased spasms. The patient was new to this hcp and she didn't know the event dates. No further complications were reported.